Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that there was insulin pump accidentally dunked in water. The customer¿s blood glucose was unknown at the time of incident. Customer reported there was fluid under the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.